Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported broken implant. Device has been explanted. This relates to the left side.

Event description:
Patient reported broken left side implant as well as "suspicion of nodule" diagnosed by MRI device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lump/nodule: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported broken implant. Device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported, broken implant. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 . Device evaluation: the device related to the reported event of rupture and lump/nodule was received on august 23, 2023 with lot number 2658260. Based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as surgical impact opening (shell thickness within specification) and missing shell assessed as inconclusive. Lump/nodule: unable to observe since it is not related to the device. Additional observations: creases are observed. Wear abrasion is observed. Stress marks are observed assessed as non-penetrating nick. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported broken implant as well as "suspicion of nodule" diagnosed by MRI device has been explanted and replaced with non-allergan device. This relates to the left side.